Event description:
In 2006, customer reportedly received results 326 mg/dl and was feeling dizzy, sweaty, and nauseous. Customer was given insulin and began to feel worse about 13 mins after the insulin. Blood glucose was tested again and customer reportedly received results of 64mg/dl, 138 mg/dl, and 56 mg/dl within 10 minutes on the same device. Customer was then treated with soda. Several hours later customer reportedly received results of 525 mg/dl, and 197 mg;dl within 10 minutes on the same device. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.